Event description:
It was reported that the handheld would freeze during interrogation. Physician stated that troubleshooting was performed but the problem was not resolved. It is unk what troubleshooting steps were done and what screen the handheld froze on. New handheld was shipped to the site and the old handheld was returned back to MFR and is currently undergoing prod analysis.